Event description:
One day following intraocular lens (iol) implant surgery, a surgeon reported tyndall in the anterior chamber of a patient's eye. This resolved within 24-48 hours. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.